Event description:
Sorin group (B)(4) received a report that smoke emitted from the e/p pack during a procedure. The device could be powered cycled but would only start using the emergency ups button and would only run on batteries. The patient was not injured.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that smoke emitted from the e/p pack during a procedure. The device could be powered cycled but would only start using the emergency ups button and would only run on batteries. The s3 e/p pack with modules was returned to sorin group (B)(4). During hardware analysis, the mains module was identified as the root cause of the problem. Heavy damage was found with the mains module but the exact cause for the failure could not be identified. Since the module was manufactured in 1995, a component failure cannot be excluded. An internal component short circuit showed these to be burnt. The pack and modules will be scrapped. No nonconformities were noted during manufacturing record review. No similar issues of this type have been reported. The issue will be monitored for trends.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 roller pump module sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4)d. Sorin group received a report that smoke emitted from the e/p pack during a procedure. The device could be powered cycled but would only start using the emergency ups button and would only run on batteries. The patient was not injured. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.